Manufacturer narrative:
Additional FDA product code is gcj. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias5-120lp device was being used during a robotic colorectal procedure on (B)(6) 2020 when it was reported "according to the staff, during a robotic colorectal case for dr. Ayscue, her scrub assist noticed that 5 mm airseal port had become cracked and bent. Also, the outer sheath of the bottom half of the 5mm port had become dislodged and slid down off the inner sheath. The lower half of the outer sheath and several pieces were inside the patient abdomen. They retrieved almost all of these items from the abdomen, except for perhaps one small piece which is still missing. That piece may have been suctioned out of the patient when they flushed it with water and then suctioned back out the water with suction wand. Or it may be in the patient. They are not sure." The procedure was completed with a stryker insufflator after a 2-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of injury due to reporter not knowing if all fragments were removed from patient.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. A DHR review could not be performed as a lot number was not provided. A 2 year lot history review could not be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. This issue will continue to be monitored through the complaint system to assure patient safety.